Event description:
Inbound. One of remodulin cadd cassettes alarming no disposable clamp tubing and steady beeping when placed on stopped pump, unresolved, resolved with cassette change. No further details provided.